Event description:
The reporter indicated that a follow-up check on 5/14/1998, the device could not be inquired, and telemetry could not be obtained. When applying the magnet, the situation did not change. The device will be monitored further in the pt's body.